Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed weakness in legs after the permanent implant procedure. The left leg weakness was more prominent. The physician suspected that the lead was pressing on the spinal cord. The physician took the patient back to the operating table and replaced the lead. The patient was reportedly doing well postoperatively.